Event description:
An equipment technician from the hospital reported the vertek arm would no longer tighten down. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt was present at time of this event. Device not returned to MFR. RMA issued for replacement vertek arm.